Event description:
Information was received from a healthcare provider (hcp) regarding a patient currently receiving baclofen (500 mcg/ml at 420 mcg/day) via an implanted pump. The indication for pump use was multiple sclerosis and intractable spasticity. It was reported that in 2017 someone forgot to update the patient¿s pump from 2000 to 500 or from 500 to 2000. Per the hcp, the patient did have symptoms which then caused them to bring the patient back to correct the programming which resolved the issue.

Manufacturer narrative:
Concomitant medical products: product ID: 8870, serial#: unknown, product type: software. Other relevant device(s) are: product ID: 8870, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.